Event description:
Customer reported that pump did not charge properly due to an issue inside the usb port, and the pump battery drained more than 35% within one day. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.